Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
It was reported that during an avf procedure, the tip of the 2cm peripheral cutting balloon separated. The almost fully stenosed lesion being treated was located at the mildly calcified and tortuous anastomosis of a vascular graft in the radial artery. The lesion was predilated with a 6mm balloon at 6 atms for 5 seconds. Three inflations were performed with the cutting balloon, 6 atms to 10 atms for an unknown amount of time. There was some difficulty inflating and deflating the 2cm peripheral cutting balloon. Following the final deflation, the tapered tip of the cutting balloon remained in the body following removal. Additional surgery was performed to retrieve the tip, with the vascular graft being replaced to remove the separated tip. Patient status following was reported as 'satisfactory'.